Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 2.8 mmol/l. Customer¿s current blood glucose level was 8.9 mmol/l. Customer was experiencing symptoms such as shaking. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of low blood glucose event. Customer alleged insulin pump was over delivering because insulin pump gave insulin even when blood glucose was low. Customer performed troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.